Event description:
It was reported that during a procedure on (B)(6) 2019 to replace the ipg, the lead had high and low impedances. As a result, the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.